Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® plastic tube 13x75mm 2.5ml there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes were not filling properly when using plasma machine."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 366702. Batch number: 2011452.. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 2 customer photos, 1 customer video and 10 customer samples were received for review and analysis. 5 customer samples were subjected to a draw test for low or no draw. All tubes were within specification. Tubes ranged in draw from no draw ¿ 2.399(ml) with a specification range of 2.25(ml) ¿ 2.75(ml). The stated label draw of 2.5 ml draw. Therefore, bd is able to confirm the customers reported failure mode of underfill with the retain sample test results. 5 customer samples were sent to franklin lakes for appropriate testing for 2nd stopper creepout/ decapping. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 5 samples resulting in 2nd stopper creepout/ decapping. Therefore, this complaint, decapping, cannot be confirmed based on retain sample testing results. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to the underfill. Based on an evaluation of severity and frequency of underfill for this batch, it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® plastic tube 13x75mm 2.5ml there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes were not filling properly when using plasma machine."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2022-06-02. H.6. Investigation summary: bd received 2 photos, 1 video and 10 samples from the customer in support of this complaint. 5 customer samples were subjected to functional testing for draw volume and the issue of underfill was observed as 1 of the 5 customer samples failed. Additionally, 20 retention samples from the bd inventory were subjected to functional testing for draw volume and there were no issues related to underfill. Furthermore, 5 customer samples, along with 29 retention samples, were sent for testing for stopper creepout/ decapping. The samples were subjected to a 1st and 2nd stopper pullout test with no issues relating to stopper creepout/ decapping being observed. Therefore, this complaint, decapping, cannot be confirmed based on customer sample testing results. Bd is able to confirm the customers reported failure mode of underfill with the customer sample test results. This appears to be an isolated incident and not representative of the overall batch quality. Bd was unable to determine a root cause for the reported issue of draw volume however, the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® plastic tube 13x75mm 2.5ml there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes were not filling properly when using plasma machine."